Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A software investigation involving log analysis was initiated but was unable to determine probable cause of the reported issue without further information.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative moved the imaging system to another room and rebooted image acquisition system (ias) and mobile view station (mvs) which resolved the issue. Representative was able to receive images to come across when using the spine model under same conditions. Representative was unable to replicate the reported issue. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, when performing spins in the anterior posterior (ap) position during the final spin of the case, black images was received on the mobile view station (mvs). The surgeon opted not to proceed with the imaging system as the case was nearing an end. There was a delay of less than 1 hour. No impact on patient outcome.